Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and hemorrhage are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the event.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the basilar artery terminus. After 1 pass with the retriever, occlusion remained in the right posterior cerebral artery (pca) p3 segment. Therefore (B)(4) units of urokinase (UK) was administered for the occlusion but the right pca p3 was still not recanalized. The thrombolysis in cerebral infarction (tici) score was 2b. A computerized tomography (CT) image, which was performed immediately after the procedure, indicated a subarachnoid hemorrhage (sah) in the left quadrigeminal cistern and no medical treatment was performed. It was reported that sah was not related to the device but was related to the procedure. 24 hours post procedure, the patient developed a cerebral infarction and surgical decompression was performed. The physician's opinion that was reported indicated that the sah was probably caused by perforating branches injured during the thrombectomy and the cerebral infarction was caused by the worsening of the underlying disease due to incomplete recanalization. No further information is available.

Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the basilar artery terminus. After 1 pass with the retriever, occlusion remained in the right posterior cerebral artery (pca) p3 segment. Therefore 60,000 units of urokinase (UK) was administered for the occlusion but the right pca p3 was still not recanalized. The thrombolysis in cerebral infarction (tici) score was 2b. A computerized tomography (CT) image, which was performed immediately after the procedure, indicated a subarachnoid hemorrhage (sah) in the left quadrigeminal cistern and no medical treatment was performed. It was reported that sah was not related to the device but was related to the procedure. 24 hours post procedure, the patient developed a cerebral infarction and surgical decompression was performed. The physician's opinion that was reported indicated that the sah was probably caused by perforating branches injured during the thrombectomy and the cerebral infarction was caused by the worsening of the underlying disease due to incomplete recanalization. No further information is available.